Event description:
While wearing the external equipment, the patient reportedly had no sound perception between sound processor and the cochlear implant. In 2005, the patient was seen at the implant center for device evaluation. Testing performed confirmed that the patient's device was no longer functioning. Surgery to explant the patient's c1 device is to be scheduled.